Manufacturer narrative:
The returned device was evaluated and the pod was received with the soft cannula deployed. Inspection of the soft cannula found a tear in the exposed portion. Fluid was found to divert from the intended fluid path through this tear. It could not be determined when or how this damage occurred. The download data showed no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. No other damages or manufacturing deficiencies that would prevent the delivery of insulin were observed.

Event description:
It was reported the patients blood glucose level rose above 250 mg/dl while wearing the pod between 4 and 24 hours. No treatment was provided.